Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient had developed monomorphic ventricular tachycardia (vt), hypotension and altered mental status during the procedure. The patient was successfully cardioverted and medically managed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his pacing lead was unable to be fixed during an implantation procedure. It was not possible to access past the proximal coronary sinus due to patient's anatomy. The lead had unacceptable pacing threshold. The implantation attempts were abandoned. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.